Event description:
Essure: lots of pain even after a year. Doctor perforated my cervix and punctured my bladder. Too many problems with this product, can't afford to have removed or I would. Something needs to be done with this.